Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician replaced the sensor board. The sensor board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failure was found to be a drift related to the proximal pressure sensor.